Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the bypass tube on the angio-seal device was already detached from the carrier tube tip and the anchor was exposed when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was a 8 fr. The vessel diameter is unknown. There was no health damage to the patient. There were no other devices or equipment being used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide to provide the expiration date and the UDI no. In section, provide the device return date in section, update section, and provide the device manufacture date in section. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One 8fr angio-seal sts plus device was returned for evaluation. One carrier tube assembly was returned. The bypass tube was not returned. The collagen within the carrier tube was slightly swollen. The anchor was exposed due to detachment of the bypass tube. There was no damage noted on the mating wings of the carrier tube hub. The aluminum pouch was returned as well and appeared to be opened per the IFU. The anchor was microscopically analyzed and revealed no damage or deformation. The anchor length and the anchor height on thicker end were measured and all measurements confirmed to meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.